Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
H6, investigation type code: 4110, lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise. At a later date the lens was exchanged for a lens of a different power which resolved the issue. Cause of the event was reported as unknown.